Event description:
It was reported that a pocket infection occurred with systemic signs of infection. Blood cultures were negative. Transesophageal ech cardiography was negative for signs of endocarditis/ vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 lead implanted: 2006 (B)(6); 5076-52 lead implanted: 2002 (B)(6). (B)(4).